Manufacturer narrative:
Upon further review the event was determined to be non-reportable. Please disregard previous submission.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while flushing the port after a blood draw, that the syringe spun off the cap. There is no report of patient harm.